Event description:
On fri, aug 8, 1997, rptr opened the syringe by removing the grey cap over the needle and found a small bit of white fluff at the tip of the needle. Being afraid to use it, rptr replaced the cap. Somehow, rptr replaced the cap at an angle and the needle projected through the cap, puncturing their skin and drawing blood. The white fluff remained inside the cap. No infection has yet appeared. Rptr would like to know what the white fluff is.